Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. There were no episodes in the arrhythmia logbook on the date of the syncopal event. In a review of the stored episodes within the last 72 hours, there was an atrial tachy response (atr) episode which indicated appropriate ventricular capture. Atrial undersensing was identified, but would have had no impact on ventricular pacing. No additional adverse patient effects were reported. Approximately eighteen months later this device explanted due to an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. There were no episodes in the arrhythmia logbook on the date of the syncopal event. In a review of the stored episodes within the last 72 hours, there was an atrial tachy response (atr) episode which indicated appropriate ventricular capture. Atrial undersensing was identified, but would have had no impact on ventricular pacing. No additional adverse patient effects were reported.